Event description:
On (B)(6) 2011 customer reported that a leak was present near the collar wash modular chemistry (mc) side sample probe, on the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer by phone. Customer found loose connections at the clot/obstruction detector (odc) transducer on the mc sample probe. Customer tightened the tubing connections. No further issues were noted.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).